Event description:
It was reported that low pacing impedance and noise with oversensing was observed on the right atrial (ra) lead. The physician opted to monitor the ra lead remotely. The patient was stable.